Event description:
The customer reported no sound from their vm device. There was no indication of patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.